Manufacturer narrative:
Integra has completed their internal investigation on 12/26/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation: a visual inspection under magnification of the returned cusa tip found the surface on both sections broken off and jagged or uneven. The surface of the metal on each fragment was discolored or burnt from intense heat. Also, scratches along the surface within two inches of tip. The distal end of the tip near the pre-aspiration holes came into contact with another instrument and was damaged. Device history record (DHR) of manufacturing lot 1162546 of 23 khz standard tip was reviewed. According to the DHR review, no anomalies were reported during the assembly and packaging processes of this lot that could be related to the reported condition. The assembly and packaging process was performed following the instructions provided in the procedures. No patient harm was reported as part of this incident. No additional complaints related to ¿broken tip¿ have been reported for the fg lot 1162546. After reviewing the complaint system from october 2014 to october 2016, eleven (11) complaints related to ¿broken tip¿ have been reported in the cusa tips and flues products family at integra lifesciences pr facility. Approximately (B)(4) units of cusa tips and flues products have been released for distribution from october 2014 to october 2016 resulting in a complaint occurrence rate of approximately (B)(4). This was determined by dividing the number of complaints¿ units in this category (11) by the number of released units for distribution. Conclusion: no malfunction; damage is consistent with user error from misuse. The reported complaint was confirmed.

Event description:
This is the second of two reports (same product ID, same lot number, same product problem, same user facility). Linked to mfg report: 3006697299-2016-00189. It was reported that the c4601s cusa excel tip broke during surgery. The device was in contact with the patient when it broke. Additional information is pending.

Manufacturer narrative:
Additional information was received on 21 nov 2016: the date of the event was (B)(6) 2016. The patient is a (B)(6) male who was undergoing a hepatectomy procedure. The tip of the device broke after 15 minutes of use and the second tip broke after 7 minutes of use. The tip was not in contact with a metallic instrument and all broken parts were retrieved. The incident led to a 10 minute increase in surgery time and the procedure was finished using a third tip. There was no patient injury.